Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that a revision was performed where the catheter was partially explanted with the spinal segment left in. A new 8780 was implanted. The explanted pump segment was discarded and would not be returned. The issue was resolved.

Event description:
Additional information was received from the device manufacturer representative who indicated that the cause of the inability to aspirate was not determined. No further actions will be taken at this time. The patient's weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: n373510003, ubd: 01-feb-2015, UDI#: (B)(4). ; product ID: 8784, serial/lot #: hg3l3f208, ubd: 15-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving morphine (unknown concentration, 10 mg/day) via an implantable pump for non-malignant pain and failed back syndrome - other. It was reported that during a refill on (B)(6) 2021, the expected volume of drug was 5 "mg", and they "got nine back". There were no reported environmental, external, or patient factors that may have led or contributed to the issue. A CT scan was ordered and a dye study was planned. No interventions or actions taken were reported. The issue was not resolved at the time of this report. Additional information was received from the device manufacturer representative indicated that the wrong events were entered for this report. The correct information is that they were unable to aspirate the catheter during a dye study .